Event description:
A cardiac rehabilitation patient was performing thera-band rowing exercise. The thera-band tore from it's attachment and rebounded back into the patient's lower sternum, resulting in a noticeable reddening and a small hematoma at the bottom of their surgical incision.